Manufacturer narrative:
Age/date of birth: average age at the time of surgery was 63.1 years in the pp group and 64.1 years in the ac group (p= 0.79). Sex/gender: pp group 30 females, 27 males. Ac group 36 females, 21 males. Date of event: unknown/not provided. Model number: complete model is unknown, as the serial number was not provided, only provided as 350. Catalog number: a complete catalog number is unknown, as the serial number was not provided, only provided as 350. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. Qin, v., kaleem, m., conti, f., rockwood, e., singh, a., sood-mendiratta, s., sears, j., silva, f., eisengart, j., singh, r. (2018). Long-term clinical outcomes of pars plana versus anterior chamber placement of glaucoma implant tubes. J glaucoma. 27(5), pp, 440-444. A copy of the article is provided with this report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: long-term clinical outcomes of pars plana versus anterior chamber placement of glaucoma implant tubes. A retrospective study was done to compare the long-term (on average =36 months) surgical outcomes and complications of eyes undergoing ahmed or baerveldt glaucoma drainage device (gdd) implantation with pars plana (pp) tube placement matched with eyes which had conventional anterior chamber (ac) tube implantation. In the 2 study groups, a baerveldt glaucoma implant was inserted via pars plana tube placement in 10 eyes, and via anterior chamber tube placement in 13 eyes. Out of the 57 eyes in each group, 8 eyes from the pp group and 10 eyes from the ac group were classified as complete failure due to needed subsequent glaucoma surgery (revision surgery or implantation of new gdd) while 1 eye from the ac group did not reach the therapeutic intraocular pressure (iop) range. Worsening of visual acuity by >1 snelling was reported in 22 eyes in the pp group, and in 29 eyes in the ac group. In the pp group, there were 16 cases of postoperative complications: diplopia (n=9), hypotony (n=5), vitreous hemorrhage (n=1), and tube erosion (n=1). In the ac group there were 14 cases of postoperative complications: hypotony (n=5), vitreous hemorrhage (n=3), diplopia (n=3), and corneal decompensation (n=3). It is not clear if these complications occurred in eyes with the baerveldt glaucoma implants or the other product. A copy of the article is provided with this report.